Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. A revision procedure was performed wherein removal difficulties were encountered and the physician accidentally stretched the helix while attempting to retract it. As result, a second surgical intervention was performed. The lead was extracted and a new rv lead was implanted during the second procedure. No additional adverse patient effects were reported.